Event description:
The customer's parent called and reported the insulin pump was exposed to water, after customer fell into pool. Customer's blood glucose was over 300 mg/dl. It was reported the insulin pump display went blank, immediately after moisture exposure. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to traces of moisture on the lcd board per our visual inspection. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.